Event description:
The pump was returned for investigation. Investigation revealed an inverted keypad contact as well as corrosion on the keypad. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned with the keypad cover missing. The contact for the ok button was found to be inverted, and the 'contrast' button is unresponsive due to a missing key contact. The 'up' and 'down' buttons were responsive as normal. Contamination was visible underneath the down button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.